Event description:
It was reported to philips that the heartstart mrx exhibited a damaged battery. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name:(B)(6) hospital.

Manufacturer narrative:
This report is based on information provided by philips technician and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the battery is damaged. The technician evaluated the device on site. It was determined that this was a malfunction of the battery and the customer was advised to purchase a replacement battery. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. The customer ordered the battery to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.